Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they were unable to interrogate the ins with the clinician tablet or the recharger. Only with the patient programmer and antenna. There were no known causes. They would perform an x-ray to confirm ins positioning. They were able to turn off the ins with the patient programmer and the patient's symptoms returned, so they knew that the patient was still receiving therapy. The communication issue was not resolved. Additional information was received: it was reported that the cause of the communication issues were unknown. They attempted to connect with other clinician tablets and performed x-rays to confirm proper placement. Additional information was received: it was reported that the patient would have a replacement surgery on (B)(6)2022.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (ins) identified that it was functioning within specifications but had reduced capacity due to an overdischarged battery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they were unable to interrogate the ins with the clinician tablet or the recharger. Only with the patient programmer and antenna. There were no known causes. They would perform an x-ray to confirm ins positioning. They were able to turn off the ins with the patient programmer and the patient's symptoms returned, so they knew that the patient was still receiving therapy. The communication issue was not resolved. (B)(6) 2022. E1, e2, e3 (for, rep): additional information was received: it was reported that the cause of the communication issues were unknown. They attempted to connect with other clinician tablets and performed x-rays to confirm proper placement. Additional information was received: it was reported that the patient would have a replacement surgery on (B)(6) 2022. (B)(6) 2022 e4 (for, rep): additional information was received: it was reported that the decision to replace the ins came after the clinicians carefully reviewed the file. The patient was implanted with their rc for over 12 years. X-rays had determined the ins was intact in the pocket and there was no flipping/tilting. (B)(6) 2022. E5 (for, rep): no new information (B)(6) 2022. (B)(6) (rep): no new information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the decision to replace the ins came after the clinicians carefully reviewed the file. The patient was implanted with their rc for over 12 years. X-rays had determined the ins was intact in the pocket and there was no flipping/tilting.